Event description:
I used the amo complete moisture plus contact lens solution. In 2007, I began to notice that my eyes were red, irritated, sensitive to light, and sometimes felt as though there were something in them. I went to my eye dr in 2007, who informed me that I had an eye infection in which my corneas had irritated spots on them. He told me to discontinue my contact lenses for several months, and gave me a prescription for eye drops to clear up the infection. Dates of use: 2003 to 2007. Diagnosis or reason for use: thought it was good contact lens solution. Event abated after use stopped or dose reduced: yes.